Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported the string broke during removal leaving the pessary inside. She reported a pessary also fell apart during use. She was able to manually remove the pessary and the pieces with no medical assistance and is doing fine. Multiple attempts have been made to obtain further information, however no further information has been received.